Event description:
It was reported the pt lost parasthesia coverage of his pain areas. X-rays revealed the pt's lead had migrated. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.